Event description:
This pediatric pt was being vaccinated during a routine well child visit. Following injection and upon attempting to withdraw the syringe/needle, the needle separated from the syringe. Staff were able to retrieve the needle from the pt's arm. No injury or retained object noted after the needle was retrieved. Route: intramuscular. Is the product compounded? No. Is the product over-the-counter? No.